Manufacturer narrative:
Correction: the correct date of awareness is (B)(6) 2024; not (B)(6) 2024 as previously reported. Per the clinic, the patient also developed an infection at the implant site. The implanted device remains.

Manufacturer narrative:
This report is submitted on may 02, 2024.

Event description:
Per the clinic, the patient experienced a swelling at the implant site and subsequently an antibiotics (type not reported) was administered. Additional information has been requested but has not been made available as of the date of this report.